Event description:
Lifepack 10 failed during operation during treatment of cardiac arrest. On 4/14/98 at 22:42, advanced life support unit staffed with paramedics was dispatched and responded on a priority for the pt with an unk problem. After an approximated 3 min response, they arrived without incident. (Note: arrival time disputed by both members of the crew. The crew reports the address is within 1 mile of their base, and they arrived in about 3 mins. Radio failure report was submitted and is under investigation.) The crew arrived to find a, 85 yr old female presenting in cardiac arrest to the fire dept. The pt was quickly reassessed, and her pulseless and apneic condition was confirmed. Paramedic #1 proceeded to place the defib pads on the pt and turned the monitor to the first battery "on" position. The monitor powered up appropriately, but after the lead select button was pressed to change from "lead ii" to "paddles," the monitor showed a quick rhythm then shut itself down and the screen went blank. Paramedic #1 began to trouble-shoot the equipment by changing the battery selection, with only a temporary return of power (less than 10 seconds). As paramedic #1 continued attempting to get the monitor to function, paramedic #2 assisted the fire dept in applying their semi-automatic external defibrillator and defibrillated the pt twice. As part of paramedic #15 trouble-shooting, he states the he switched the "on" switch off and between the different batteries without success. He removed all the batteries, and replaced them in a different order also without success. Lastly the lead wires were "jiggled," and after choosing the battery select button to "battery 1." The machine's power came back on successfully. The unit was utilized during the remainder of the call, including EKG monitoring and multiple defibrillations, without further problems. The pt was treated for refractory ventricular fibrillation and transported to the hosp without incident. Both crew members stated they felt the equipment failure did not ultimately impact their care, due to the quick access to the fire dept's semi-automatic external defibrillator. They were able to appropriately react and care for the pt according to protocol. The pt ultimately expired and was called at the hosp. Upon completion of the call, the crew reported the equipment failure to operations supervisor. The unit was exchanged with a replacement unit, and the mfg monitor was placed out of svc. Operations notified physio control of the failure, and the machine was scheduled for maintenance. According to the paramedics the machine was appropriately checked at the beginning of the shift, and they found it in full working condition. At no point, did the machine's internal warning sys indicate an error or low battery.